Event description:
It was reported that during first call nurse stated they spoke to someone earlier and determined they needed to drain about 500 ml of water off from the arctic sun device. Nurse needing assistance with how to drain the water off. Nurse stated the patient was not rewarming, patient temperature (pt) had stalled at 34c. Nurse provided sn# (B)(6). Directed nurse to the two drain ports on the side of the device. Explained they will connect the clear fill tube to the right port only and drain off 500 ml of water. The water will drain by gravity. Once done, they could push the metal button to disconnect the fill tube from the port. Confirmed patient began rewarming around 2000 last night. The water temperature had fluctuated from 14c to 40c. Nurse stated they had changed the temperature probes on the patient, they had a bair hugger on the patient, and administered necessary medication however patient had still not gone above 34c. Nurse stated earlier the diagnostics showed the water reservoir level (wrl) was 5 and heater command 7 percentage. Explained typically, if the device was having an issue with heating due to being overfilled, the heater command will be at 100 percentage, but the water temperature will stall around 30c. The max water temperature can get on this device was 40-42c. Because the water temperature was getting this warm, the device did not seem to have a heating issue. Confirmed with nurse draining off the 500ml of water will not mess the device up. If the patient was rewarming too quickly, the water temperature will cool off. As the patient loses heat or as it tries to warm the patient, the water temperature should increase. Informed nurse it seems to be patient related. Nurse confirmed and stated they would consult the provider. Encouraged nurse to call back with any issues. In second call nurse had patient rewarming, but patient temperature (pt) had not changed in a while sn# (B)(6). Patient temperature (pt) was 34.3c, water temperature (wt) was 34.4c, targeted temperature (tt) was 37c, flow rate (fr) was 3l/m, water reservoir level (wrl) was 5, patient weight 68kg, small pads were used. Went to event log and the recent alarms were 115(prolonged warm water exposure) & 117 (patient temperature 1 change not detected). Informed nurse the patient could use larger pads as the medium pads were meant for patients 57-73kg. Room nurse stated the water temperature (wt) had not gotten much higher than 35c. They could drain off 500mls to confirm the device was not overfilled. They could not find drain tube, so they were going to ask biomed. Informed nurse it could also be patient related. Nurse stated they would consult the provider and call back soon. Reminded nurse to perform diligent skin checks. Per follow up information received via phone on 08nov2024, it was reported that they spoke with the biomed technical support team and they advised to drain 500ml of water from the reservoir. This action resolved the issue and the patient completed therapy on the initial device. There was no medical intervention or impact to the patient reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device history record review could not be performed without a lot number. No actions can be taken at this time since a root cause was not identified. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during first call nurse stated they spoke to someone earlier and determined they needed to drain about 500 ml of water off from the arctic sun device. Nurse needing assistance with how to drain the water off. Nurse stated the patient was not rewarming, patient temperature (pt) had stalled at 34c. Nurse provided sn# (B)(6). Directed nurse to the two drain ports on the side of the device. Explained they will connect the clear fill tube to the right port only and drain off 500 ml of water. The water will drain by gravity. Once done, they could push the metal button to disconnect the fill tube from the port. Confirmed patient began rewarming around 2000 last night. The water temperature had fluctuated from 14c to 40c. Nurse stated they had changed the temperature probes on the patient, they had a bair hugger on the patient, and administered necessary medication however patient had still not gone above 34c. Nurse stated earlier the diagnostics showed the water reservoir level (wrl) was 5 and heater command 7 percentage. Explained typically, if the device was having an issue with heating due to being overfilled, the heater command will be at 100 percentage, but the water temperature will stall around 30c. The max water temperature can get on this device was 40-42c. Because the water temperature was getting this warm, the device did not seem to have a heating issue. Confirmed with nurse draining off the 500ml of water will not mess the device up. If the patient was rewarming too quickly, the water temperature will cool off. As the patient loses heat or as it tries to warm the patient, the water temperature should increase. Informed nurse it seems to be patient related. Nurse confirmed and stated they would consult the provider. Encouraged nurse to call back with any issues. In second call nurse had patient rewarming, but patient temperature (pt) had not changed in a while sn# (B)(6). Patient temperature (pt) was 34.3c, water temperature (wt) was 34.4c, targeted temperature (tt) was 37c, flow rate (fr) was 3l/m, water reservoir level (wrl) was 5, patient weight 68kg, small pads were used. Went to event log and the recent alarms were 115 (prolonged warm water exposure) & 117 (patient temperature 1 change not detected). Informed nurse the patient could use larger pads as the medium pads were meant for patients 57-73kg. Room nurse stated the water temperature (wt) had not gotten much higher than 35c. They could drain off 500mls to confirm the device was not overfilled. They could not find drain tube, so they were going to ask biomed. Informed nurse it could also be patient related. Nurse stated they would consult the provider and call back soon. Reminded nurse to perform diligent skin checks.